Event description:
It was initially reported during the lead revision surgery as previously reported in MFR report number 1644487-2010-00812, that pulse generator prior to replacement was showing eos=10 years. When the new leads were in place, the pulse generator showed vbat<0, eos=0 months. The pulse generator at that time had been only implanted for a couple months. Electrocautery was used to open the generator during the lead replacement. Troubleshooting was performed on the pulse generator and was still showing eos=0 months, so it was replaced at that time. She acknowledged and performed a generator diagnostics using a test resistor on the device with high impedance and eos=0 months. A new battery was used and resulted in eos=10 years with an impedance value of 1401 ohms. The explanted pulse generator has been returned to the MFR for analysis, which has yet to be completed.